Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "in the event description it states that the device was "misfiring completely and not properly forming". However, in the additional information received it states "no" to the question "did device fire malformed clips?". Did the device fire malformed clips, yes or no? Did the device not feed/advance the clip into the jaws? Did the device feed multiple clips into the jaws did device not deploy clip from jaws upon firing?"

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x94z9e. Additional information was requested and the following was obtained: please clarify how misfiring completely and not properly forming. Did device feed clips sideways? I do not believe so. Did device not fire clips (jammed)? I believe so and that there were misfires. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? No. If other, please specify. Were there any patient consequences? If yes, please describe. No just opened an excess of clip appliers to do the case. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿malformed clips" and ¿would not fire". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, multiple clip appliers were not functioning properly with either no clips being deployed or misfiring completely and not properly forming.